Event description:
The customer reported hearing noise from the probe when running qc (quality control) involving the coulter act diff 2 analyzer. The customer also indicated that the cp (cap pierce) door would not open. The customer discovered a leak from the probe above the cp mechanism door and that the door was wet with fluid. The customer stated that less than 5 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure to mucous membrane or open wounds was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the probe wipe to resolve the issues. Repair was verified per established procedures and results met published specifications. Results: failure mode of the event is attributed to the probe wipe. (B)(4).